Event description:
Repair statement customer stated problem: low o2 or yellow light. Key: pilot valve leaking. Additional malfunctions are the outlet spout is broken, the control panel is damaged, and the led label was installed.